Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated at the customer site. The event log was reviewed and found that the system was changed from cooling mode to warming mode at 6:34 am. As the modes were changed by the customer, the customer reported complaint of the system warming when set in cooling mode cannot be confirmed. The system underwent and passed all functional testing.

Event description:
Complainant alleged that the ivtm thermogard system was warming when set for cooling mode. No adverse patient sequelae was reported. No further information was provided.